Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022739 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1022739 and test base part number 190-430 / lot 1022739. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022739 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
Reference report: 1221359-2021-01406. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021, on a nasopharyngeal improswab in m4rt brand viral transport media. Repeat testing was performed and generated negative results. Confirmation testing on nasopharyngeal swabs with elitech mgb rt-qpcr generated negative results; CT values not provided. The customer reported confirmation testing was negative for both targets orf8 and rdrp on the same sample. The customer stated the patient was not symptomatic. The customer reported the patient received two (2) injections of the covid-19 vaccine; "probably from pfizer," and the second injection was done two (2) to four (4) days before the ID now test. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.